Manufacturer narrative:
The device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
The customer alleged that the column stopped working. There was no allegation of patient injury reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer alleged that the column stopped working. The trusystem 7500 column is connected to the house mains supply with 110v. In between there is also a 1kva transformer. Additionally, the trusystem 7500 hybrid is connected to a siemens CT scan device and the surgical table functions can be controlled via the siemens system as well as the original column keypad or remote control. When operating the lifting function, there is a difference in the control between siemens and trumpf control units. With the trumpf remote control, the lift function first moves the main lift motor and then the motors of the additional lift (trend and tilt drives). In addition, these have a slowly increasing start-up curve in the software. With the siemens control, the main lift motor and the additional lift motors are controlled simultaneously during the lift function. In addition, the motors have a much steeper starting curve. As a result, the power requirement of the column is exceeded compared to the power supply system. This results in the errors of the column functions. The house mains supply was exchanged into a 230v version and the device was working as intended, also if controlled by the siemens system. The issue will be investigated further, if additional information should become available a supplemental report will be filed.

Event description:
The customer alleged that the column stopped working. There was no allegation of patient injury reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).